Manufacturer narrative:
The customer was informed that the display is on backorder. The customer is to place an order if necessary. The device remains at the customer site.

Event description:
It was reported to philips that the device's display is "glitching." There was no reported patient involvement.